Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation confirmed the alleged malfunction. Additionally, a malfunction message appears when the host monitor is operating without a companion device. The parts arrived at the philips bench to restore full functionality and ensure reliable performance. The rainbow spo2 adapter, and oximax spo2 board were replaced to resolve the spo2 issue. Other components were also installed to address the unit's respective failures. The device underwent comprehensive testing and verification (t&v) procedures, including all required calibrations. These steps confirmed full functionality, and the unit has now been restored to operational standards, making it suitable for clinical use. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the spo2 board and adaptor. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation confirmed the issue described. Additionally, a malfunction message appears when the host monitor is operating without a companion device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported they cannot get a reading from the spo2. The spo2 measurement does not show up at all unit even with new cable/sensor tested. There are no inoperative messages present. The customer did not want to open device to check connections, they only wanted to send the unit for a bench repair evaluation. The device was not in use on a patient at the time of event, there was no adverse event reported.